Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system exhibited high out of range pacing impedance measurements of 2370 ohms. Technical services (ts) analyzed device episode data and found that there had been another alert for out of range rv impedance a couple of years ago. This resulted in a change to unipolar configuration as well as a stored episode with oversensing of myopotential noise on the rv channel. It was noted that this system was reprogrammed back to the bipolar configuration during last device check. Ts reviewed system optimization. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system exhibited high out of range pacing impedance measurements of 2370 ohms. Technical services (ts) analyzed device episode data and found that there had been another alert for out of range rv impedance a couple of years ago. This resulted in a change to unipolar configuration as well as a stored episode with oversensing of myopotential noise on the rv channel. It was noted that this system was reprogrammed back to the bipolar configuration during last device check. Ts reviewed system optimization. No adverse patient effects were reported. Currently, this pacemaker system remains in service.